Event description:
Customer reported the system is intermittently displaying snowy images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller and the image processor, and the backplane. System operates as intended.